Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was identified in a journal article that had a low harris hip score. Attempts have been made and additional information is unknown at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - unknown competitor femoral stem, unknown femoral head, unknown acetabular cup, all catalog#'s: ni all lot's#: ni.

Event description:
It was reported that a patient was identified in a journal article that had a low harris hip score. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown femoral stem, unknown femoral head, unknown acetabular cup, all catalog#'s: ni all lot's#: ni. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that a patient was identified in a journal article that had a low harris hip score. The patient also exhibited radiolucency in the 2a gruen zone. Attempts have been made and additional information is unavailable.